Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 9 months after the primary surgery the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 february 2022: lot 188867: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Additional implant involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2000178. Batch review performed on 02 february 2022: lot 2000178: (B)(4) items manufactured and released on 06-mar-2020. Expiration date: 2025-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported. Additional implant involved: stem: amistem p 01.18.402 amistem-p std stem size 2 (k173794) lot. 2000050. Batch review performed on 02 february 2022: lot 2000050: (B)(4) items manufactured and released on 12-may-2020. Expiration date: 2025-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 1904642. Batch review performed on 02 february 2022: lot 1904642: (B)(4) items manufactured and released on 19-sep-2019. Expiration date: 2024-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: screws: mpact 01.32.6530 cancellous bone screw, flat head ø 6,5 l 30 (k103721) lot. 2002265. Batch review performed on 02 february 2022: lot 2002265: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported events.